Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. As per the pump logs, the pump administered baclofen with concentration 2,000.0 mcg/ml at a dose rate of 331.7 mcg/day as of 2019-mar-18. Analysis of the catheter revealed a non-significant anomaly regarding an indent in the seal of the sc connector that did not affect infusion. H6: the results code 213 and conclusion code 67 pertains to both the pump and catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, lot# h825968909, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/ml at 330mcg/day) via intrathecal drug delivery pump. The indication for use was asked and unknown. It was reported that the patient was there for a normal pump replacement. During the procedure, they would not aspirate the catheter, so they end ed up doing a full system replacement. The pump reservoir volume was correct and consistent with the programmer. The patient's family said therapy had been consistent. They were not able to get any cerebrospinal fluid (csf) flow from the old catheter. The patient also had a hematoma in the pocket. The patient was moved and the pump pocket could have been bumped during the move to cause the hematoma. It could have also been caused from his last pump refill. The whole pump system was replaced, pump and catheter. The issue was resolved and the patient was "alive - no injury." The event date was (B)(6) 2019. There were no further complications reported at this time.